Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 10:00am. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2016 at 02:00pm she developed symptoms of ¿headache, dizzy and vomiting¿ and that she visited her doctor¿s office, where she had her blood glucose tested on a doctor¿s meter, which gave a result of ¿382mg/dl¿ and she was prescribed forxiga 10mg tablets. During troubleshooting the cca noted that there was no apparent misuse of the device however it was the first time the patient had used the product. An error 2 message did not present when the meter was powered on using the power button. The patient had been using the correct test strips; however, had followed the incorrect testing procedure by applying blood sample to the test strip prior to inserting it to the meter and when the patient was walked through a retest the issue was resolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.